Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system generated nonreproducible troponin I (accutni+3) results for two patients. The customer stated that one sample from patient 1 was tested on the instrument; an elevated accutni+3 result was generated and released from the laboratory. The same sample and a second sample from patient 1 were then tested by the same instrument; accutni+3 results within the normal reference range was generated. One sample from patient 2 was tested on the instrument, which generated erratic accutni+3 results; the results were not released from the laboratory. The customer is not aware of any impact to patient treatment in connection with this event. The samples were collected in green top lithium heparin tubes and were centrifuged in a statspin4 for 5 minutes at an unknown speed. The customer did not provide quality control (qc) data, calibration data, or system check data for review. The customer performed a passing system check after the event and a failing 15-replicate precision run. The customer discontinued use of the instrument until service.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse rebuilt the precision and wash pumps, replaced the peri-pump tubing and aspirate probes, and made adjustments to the mixer speed and ultrasonics voltage. System check and 20-replicate precision were run with passing results to verify repairs.